Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/23/2025. Data for the app was provided for investigation. At the time of the event, the patient settings had their high alert, temporary sensor error alert disabled and their signal loss alert delayed to 4 hours. Between 12:33 ¿ 1:58 pm the patient¿s estimated glucose value (egvs) began to decrease. Between 2:03 ¿ 2:13 pm the patient began to receive urgent low soon alerts at 100% volume. The urgent low soon alert was acknowledged at 2:13 pm. The patient remained in low threshold between 2:18 ¿ 2:23 pm. After the urgent low soon glucose alert was acknowledged, the low glucose alert will not trigger while the urgent low soon alert's repeat time and suspend time is active. The receiver data is not available for investigation. Data investigation could not confirm an alert/notification settings issue. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On 09/16/2025 at approximately 1:00 pm, the reporter (the patient¿s child) stated that the patient was conversating normally in the car when he suddenly lost consciousness. At the time, the continuous glucose monitor (cgm) showed a reading of approximately 41 mg/dl, but no alert was triggered. The patient did not report experiencing any symptoms prior to the event, and no fingerstick blood glucose readings were taken at that moment. The reporter immediately drove the patient to the hospital, arriving within approximately 10 minutes. Upon arrival, a fingerstick test confirmed hypoglycemia, although the exact reading was not recalled. The patient was treated with IV fluids, juice, and carbohydrates, which led to the patient regaining consciousness. Upon waking, the patient appeared confused and incoherent. The patient was hospitalized for four days, from (B)(6), and was discharged at approximately 5:00 pm on (B)(6). They arrived home around 6:00 pm. At the time of discharge and during the follow-up call, the patient reported feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.